Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring greater than 200 ohms. It was noted there were two oor measurements that occurred within one week apart at the same time. Technical services discussed that it could be related to electromagnetic interference (emi) and recommended to test all vectors. Additionally, it was noted that all other lead values were in range and stable. At this time, the device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) shock lead impedances on the right ventricular (rv) lead measuring greater than 200 ohms. It was noted there were two oor measurements that occurred within one week apart at the same time. Technical services discussed that it could be related to electromagnetic interference (emi) and recommended to test all vectors. Additionally, it was noted that all other lead values were in range and stable. At this time, the device and rv lead remains in service. No adverse patient effects were reported.